Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: retain testing yielded expected results. No false positives were observed in either the negative control or negative utm samples tested. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains. Unable to determine. Source: phone.